Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. An photo inspection revealed the device's safety shield was disengaged and the cannula was slightly bent. A manufacturing review revealed that the reported defect was not affected by pm, calibration, or equipment. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. However, CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that as a nurse was activating the safety mechanism on a used 23 g x 1 in. Bd eclipse hypodermic needle, the safety shield broke off and the nurse obtained a contaminated needle stick injury. Both the source patient and nurse received post exposure lab work. The source patient tested negative for any communicable diseases and no prophylactic treatment was given to the nurse.